Event description:
It was reported, the central monitoring of telemetry stopped working. Data was not transmitted to central monitoring, and cardiac rhythms could not be displayed. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed. The device was in use at the time of the event.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address line 1: (B)(6). The customer informed philips the surveillance crashed with bluescreen on 4th of april and they would like to know the reason. The crash was noticed at 21:20 o'clock and it took around 30min for system to start up again normally. The logs were checked and it was confirmed the system rebooted at 21:52 due to bug check. According to logs system was not responding between 21:12 - 21:52 but it was not possible to determine root cause with the available logs. The customer agreed they would contact philips if problem recurred and the issue shall be investigated again. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.